Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g2.

Event description:
Patient reported "it has deflated and I'm thinking it has ruptured", "pain", "itching skin" and "my implant is on a recall list". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "it has deflated and I'm thinking it has ruptured", "pain", "itching skin" and "my implant is on a recall list". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "it has deflated and I'm thinking it has ruptured", "pain", "itching skin" and "my implant is on a recall list". This record is for the right side. Device remains implanted.